Event description:
The customer reported that two technical errors indicating voltage failures were generated. A bad odor came from the ventilator. There was no patient involvement.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.